Event description:
It was reported that water leakage occurred at around the tamper evident seal of the catheter after 1day use.per email received from the ibc representative on 25-jun-19 this complaint is a urine leak.per email received from a investigator on 2-jul-19, the sample was evaluated and there was a cut on the drainage lumen.

Manufacturer narrative:
Upon further review of investigational findings, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage occurred at around the tamper evident seal of the catheter after 1day use.per email received from the ibc representative on 25-jun-2019 this complaint is a urine leak. Per email received from a investigator on 2-jul-2019, the sample was evaluated and there was a cut on the drainage lumen.